Manufacturer narrative:
The pump had an unresponsive up button due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the failed battery test alarm due to the unresponsive button. No unexpected numbers ramping/scrolling during testing noted. No moisture/damage/burn component on electronic assembly was noted during visual inspection. No hot or high temperature anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test and button error from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that she tried to bolus and her blood glucose kept going higher. The customer reported that the buttons on her pump were going haywire. The customer was advised that (B)(4) aaa batteries are the most effective for the pump's use. The customer used recommended battery and still received failed battery test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.